Event description:
Customer reported button error alarm and a battery alarm. The blood glucose reading is 156 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm and no battery out limit alarm. The device was received with intermittent button response due to corroded keypad traces. No button error alarm. The unit also was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.